Event description:
During the case, there was significant blood loss around the sensor tether and main body of the stent graft (approximately 900cc). This may have triggered a vagal response as the blood pressure dropped from 130 to 80. The patient received 1.5 units of blood and fluids on the table. The patient was stable at the end of the procedure.